Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Caller reported the nurse was poked in the palm of the hand by an non- retracted lancet that had prior use. Caller stated nurse's palm was cleaned with alcohol on site and labs were drawn; no other treated was given. No adverse event was reported. Requested return of the remaining lancets for evaluation.